Event description:
MFR rec'd a report of a frame breaking on a manual wheelchair and the user falling. As a result of this incident, the user sustained bruises. This MDR is being submitted as the result of an FDA investigation. Co's position continues to be that this is not a malfunction likely to result in serious injury and is therefore not MDR reportable. However, in order to avoid any disputes with the FDA, co is filing this report.